Event description:
It was reported that the customer was unable to calibrate as the insulin pump would not accept calibrations. Customer's blood glucose level at the time 2.4mmol/l. Unable to troubleshoot at the time. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.